Manufacturer narrative:
Due to the nature of the reportable event (foreign material found), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the facility did not perform precleaning steps properly. Pre-cleaning: the facility did not flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with non-olympus brushes. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope had blood coming out of the scope after reprocessing, coming out of the distal tip, there is a seam at the bending rubber where the blood is leaking from. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material/blood could not be confirmed, however, foreign material on groove or gap of the distal end was observed. A definitive root cause of the issue could not be determined, however, the issue was likely due to insufficient device cleaning/reprocessing. Additionally, a definitive root case of the observed peeling of forceps cover adhesive (ke45) could not be determined. The issue may be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.